Event description:
Design flaw resmed mirage activa lt face mask for use with CPAP unit mask does not adequately exhaust breath in mask to outside room air. Exhaust vent is noticeably inadequate, particularly compared with an older resmed mirage face mask previously used. The result is that you breath stale air heavy in humidity, co and co2 and causing a strong claustrophobic feeling which causes you to rip the face mask off to get air. Exhaust vent needs to be enlarged - I'm planning to drill some holes in the vent so as to avoid returning it and have another face mask charge against medicare. As reported several times: resmed mirage activa lt, #60149. As previously reported, (B)(6) 2010, boy, does your form really dissuade me from trying to report again. I was only encouraged to report this because I was one of your first reporters of a medication labeling problems that you listed in your first released list. However, I noted that the medication labeling problem has not been corrected, though the label seems to be redesigned: fluorouracil 5% topical cream - the purpose of use which still hasn't been corrected, it is used for pre-cancerous scalp skin lesions, I mistakenly used it as a jock itch ointment resulting in a significant debilitating burn. Label now would not warn me any more than back then. Nice try but no kudo. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: anorexia. Event reappeared after reintroduction? Yes.